Event description:
Caller reported that the cartridge was not fitting properly on the pump, despite trying to load three different cartridges. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support guided the caller to inspect the pump and remove an o-ring on the pneumatic tap, then clean the area. After following these instructions, the caller successfully reloaded the original cartridge and resumed insulin therapy.